Manufacturer narrative:
H6 - 68(other) - MFR installed the valves received from the facility and performed simulated treatments using a high flux and conventional dialyzer. The high flux test resulted in excess flud removal and the conventional test resulted in insufficient fluid removal.

Event description:
A dialysis facility reported that there was an excessive fluid removal of 1.2 kg from a pt during a dialysis treatment. Pt was asymptomatic and no med intervention was necessary.

Event description:
A dialysis facility reported that there was excessive fluid removal from a pt during 3 dialysis treatments. On 8/19, there was reportedly an excessive fluid removal of 1.1 kg, on 8/21-1.6 kg and on 8/23-1.1 kg. Pt was asymptomatic in all 3 treatments and no med intervention was necessary.